Event description:
The reporter indicated that the site's dell handheld computer screen became frozen after interrogation. Troubleshooting did resolve the issue and the reporter kept the handheld for use.